Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during implant, the lead was advanced and secured on the interventricular septum and then the sensing amplitudes deteriorated. The lead was repositioned and remains in use. It was noted that the patient is part of the product surveillance registry. No patient complications have been reported as a result of this event.